Event description:
It was reported that the patient experienced fatigue. The right atrial lead exhibited noise which resulted in pacing inhibition. The lead was explanted and replaced with no adverse consequences for the patient. The patient would be monitored.

Manufacturer narrative:
.